Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button not working and had battery out limit alarm occurred. Customer not able to clear the alarm. Display is frozen there was no response from any button. Observe time clock for one minute and time not advance. No alarm occur during or after the time that buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.